Event description:
Healthcare professional reported, a xen®45 gts event. Described as, "stuck while advancing", during implantation in unknown eye. Device available for return. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage/ defects were observed to the injector. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. Conclusion: the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing.

Event description:
Healthcare professional reported a xen®45 gts event described as "stuck while advancing" during implantation in unknown eye. Device available for return. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "stuck while advancing" during implantation in unknown eye. Device available for return. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "stuck while advancing" during implantation in unknown eye. Device available for return. Surgery was completed with second xen®45 gts device. No eye injury noted.